Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that post procedure 12 month follow up imaging on (B)(6) 2023 shows 75-100 percentage stenosis within the subject flow diverter stent. Patient was put on brilinta and aspirin medication and patient is asymptomatic. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and / or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported "patient parent vessel stenosis". H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that post procedure 12 month follow up imaging on (B)(6) 2023 shows 75-100 percentage stenosis within the subject flow diverter stent. Patient was put on brilinta and aspirin medication and patient is asymptomatic. It is indicated that the 'left high grade flow limiting stenosis' is causally related to the study procedure and the study device. The adverse event is possibly related to an underlying condition or disease. The adverse event outcome is not recovered/not resolved.